Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, constant occlusion of the vitrectomy probe occurred. Two different probes were tried but had the same result. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. No probe sample was returned for evaluation for the report of constant occlusion. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. The root cause could not be determined. (B)(4).